Manufacturer narrative:
The customer technical specialist (cts) assisted the customer with telephone troubleshooting and had the customer replace tubing at pinch valve vl17 (feedthru fitting, ff106 to ff117) resolving the leak, the hissing sound and the reported error messages. The customer was advised to run shutdown for 2 hours, then startup, and run qc to verify. Samples were repeated on a backup analyzer and the results appeared to correlate. (B)(4).

Event description:
The customer reported receiving low vacuum and sheath tank error messages and hearing a hissing sound from a coulter lh 780 hematology analyzer. While troubleshooting, the customer discovered a fluid leak of approximately 5ml that was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.